Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of high impedance out of range measurements. Technical services (ts) was consulted and noted high capture thresholds. The lead remains in service. No adverse patient effects were reported.